Manufacturer narrative:
Concomitant medical products: 1488t lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that fifteen minutes post implantable pulse generator (ipg) implant, potential loss of capture was noted on the device when a programmer was applied to the device causing the patient to feel dizzy and pre-syncopal. Implant detect was suspected to have interfered with the magnet operation. The ipg remains in use. No further patient complications have been reported as a result of this event.